Manufacturer narrative:
Product ID: 3888-28, lot# l34679, implanted: (B)(6) 1995, product type: lead. Product ID: 7495-51, serial# (B)(6), implanted: (B)(6) 1995, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implanted device only lasted 8 months. Please refer to manufactures report #s 6000032-2013-00139 and # 6000032-2013-00140 for additional information on a related device.

Event description:
Additional information received from the consumer reported premature battery depletion. It was thought that it was defective, but when they found out she was running it high and 24 hours a day, it was due to the patient draining the battery because of usage. It was noted that the ins died (B)(6) 1999. The relevant medical history of the patient included failed back surgery syndrome and arachnoiditis. If additional information is received, a supplemental report will be submitted.